Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that there was paresthesia in the wrong location. The patient's wife was pregnant and wanted to schedule a reprogramming at the healthcare provider (hcp). The physician informed the patient that the device was implanted in the wrong location and was supposed to be in the lumbar area but it was instead implanted in the cervical area. The patient was given two programs and one was a high definition (hd) program. Since the hd program has been activated the patient has been miserable. The caller reported that when hd programs was on, the patient felt hotness on his extremities; arms, forearms, hands and head. When the stimulation was off, the hotness was resolved. It would take about 45 minutes to 1 hour before the hotness started, but it would stay hot until stimulation was turned off. The patient was now taking more narcotics since having the surgery. The caller thought the patient was sick as his forehead was hot. The physician prescribed antibiotics but it did not resolve the hotness. The patient's blood checked out fine. Th e hd program was later changed. The hot sensation feeling was resolved and it had subsided which was much better than it was previously. Now it just felt warm sometimes. No further issues with the ins pocket were reported and the patient was able to recharge without any problems. The stimulation in the cervical area turned out to be ok. The patient had complex regional pain syndrome (crps) and it did affect his pectoral muscles. It was stated that it had worked out well. The patient was able to stand better and felt stimulation in his chest muscles, arms, and fingers and they were not going to change that. The caller stated that it would have been nice to have more programs like they did during the trial. The caller stated that for right now the patient was doing well and they weren't going to change anything. The patient needs to have knee replacement surgery and his wife is due to deliver a baby any day now. The caller stated that they will deal with any new issues if they come up. The location of the reported symptoms were in the upper extremities. The change in therapy/symptoms was considered sudden.